Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of post-operative inflammation after the cypass device was implanted in a patient. Additional information was received reporting three days following tapering steroid to twice per day, the patient returned with red eye, discomfort, decreased vision, corneal edema and 2+ flare. Steroid was increased and the patient is improving. The doctor diagnosed the patient with rebound iritis after tapering the steroids.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of post-operative inflammation, rebound iritis, discomfort, red eye, decreased vision, and corneal edema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The surgeon indicated that there were no intraoperative complications associated with implantation and there was no device failure. Possible root causes are that this event is considered to be the 2 week taper of topical steroids after surgery in a patient whose demographic is known to be more prone to ocular inflammation subsequent to intraocular surgery and that the occurrence of rebound iritis (ac cells and fare requiring extension or reintroduction of steroids) is a known risk associated with the use of the device, which is clearly stated in the instructions for use (IFU). The manufacturer internal reference number is: (B)(4).